Manufacturer narrative:
All buttons functioned properly during testing however, found moisture damage to the keypad traces during visual inspection. No button error alarm during testing. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no unexpected battery out limit alarms occurred during testing. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and battery out limit. It was also stated that the buttons were not consistently working. The customer stated she received multiple battery out limit alarms when the battery was out for less than one minute. Customer's blood glucose was 250 mg/dl. It was stated that the insulin pump was not dropped into water but it was an abnormally hot day. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.